Event description:
It was reported that the distal end broke off during a case. Able to retrieve. Dr. Did admit to twerking the end between the bones, possibly the cause of the breakage.

Manufacturer narrative:
Device not received for evaluation at this time. If received a follow-up report will be sumitted with investigation results.